Manufacturer narrative:
A ge svc rep performed an onsite investigation. The faulty tube needs to be repaired or replaced. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the sys would not capture fluoroscopic images and was not functioning as intended. No pt injury was reported.